Manufacturer narrative:
E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image has noise and grains during an inspection for use involving an olympus colonovideoscope .there was no patient involvement